Event description:
It was reported that the device had malfunction with communication. The customer biomed checked unit's condition and performed unit verification. Failed force verification of 10.5 lb. Performed unit calibration. Repeated unit verification, but it still failed force verification of 10.5 lb. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.